Manufacturer narrative:
Lenstec received an e-mail notification stating "after the lens was already in the patient's eye the dr. Noticed the haptic was torn so he had to remove it. Another one of our lenses was used." No discrepancies were found as it relates to the batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the device has been carried out correctly. Batch reconciliation was 100%. The lens was inspected under a stereoscopic microscope at 15x magnification. One haptic was completely missing. The returned piece (one intact haptic and optic) of the lens appeared smooth on the broken cross section area. This suggests that the haptic broke whilst in a dehydrated state. No foreign material or defects were seen on the lens. The cartridge and lens are compatible for implantation. Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. The lens appeared to be handled whilst in a dehydrated state and this caused the break at the haptic. (B)(4).

Event description:
Lenstec, inc. Received an email notification stating "after the lens was already in patient's eye, the doctor noticed the haptic was torn so he removed it. Another lens of the same model and diopter used."